Event description:
Pharmacy technician noticed unopened bd 30ml luer-lok syringe with dark gunk on base of plunger. (Lot #7086690, exp: 04/30/2022). Notified medline, assigned quality complaint #(B)(4).